Manufacturer narrative:
This report is submitted on june 19, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, for unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
It was reported that the device was explanted due to implant migration. Device analysis report attached.